Manufacturer narrative:
Additional information: b5 and h6: health effect - clinical code correction: b2.

Event description:
New info received stated that inappropriately shock caused discomfort.

Event description:
It was reported that right ventricular (rv) lead dislodged. The patient came into the emergency room for shocks. It was noted that it was not true vf. The chest x-ray showed that the rv lead had pulled back into the right atrium. The lead was explanted and replaced. The patient was stable before, during and after the procedure.